Event description:
This lead was implanted on (B)(6) 2010 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 states that noise was detected on this ra channel. The physician was dr. (B)(6) at (B)(6), oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).